Manufacturer narrative:
The device was explanted and will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, several resets were found. A detailed analysis of the device confirms that the device paces and senses normally. It is concluded that the resets, and observations noted in the allegation of pauses in pacing and the spark seen by the physician, are a result of electrosurgical cautery used the explant procedure.

Event description:
Boston scientific received information that during a recent device upgrade procedure, while the device was being removed from the pocket, the physician stated that he saw a spark, followed by a 2-4 second pause in pacing. The patient suffered no complications as a result, and the new device was implanted without incident.